Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the active system vs. Another roche meter (type unknown) within 10 minutes: 98 mg/dl and 309 mg/dl. It is unknown which meter produced which result and it is unknown if the same lot of strips were used. No adverse event reported. The alleged product was requested to be returned for evaluation.